Event description:
It was reported during surgical intervention to explant and replace the patient's leads (reference MFR. Report#: 1627487-2015-12062), the ipg was also explanted and replaced. It was noted, the patient's ipg was inoperable. The patient reportedly had not recharged the device in several months. Follow-up information revealed the patient's issue is now resolved.

Manufacturer narrative:
This ipg serial number was included in a field advisory. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).